Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (2 mg at 1.14177 mg/day), bupivacaine (30 mg at 17.12657 mg/day), and clonidine (300 mcg at 171.26574 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had uncontrolled pain. The pain persistent without relief from personal therapy manager (ptm) activations and it rate increases. During a pump refill a significant reservoir volume discrepancy was identified: irv - 8.6 ml, aav - 20 ml, indicating probable catheter kink. Surgical revision revealed a kink in the spinal segment of the catheter. The entire catheter was explanted and replaced. Post revision the patient reported improved but persistent pain, confirming relief following ptm activations. The it rate was increased. The pump was refilled and revealed irv - 10 ml, aav - 13.5. Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.